Event description:
During a call to lifescan to register a meter, the reporter mentioned receiving back-to-back readings of 6 vs 46 mg/dl. The reporter could not give any info on the condition or dating of the teststrips that had been used, but the meter had not been cleaned for approximately six to eight months. No symptoms were reported and further details weren't given. Subsequent f/u requests for info haven't been successful.